Manufacturer narrative:
This event occurred between december 07, 2021 ¿ january 03, 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed inside thirty-four (34) 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between february 24, 2021 - february 25, 2021. H10:thirty-four (34) actual samples were received for evaluation. Unaided visual inspection was performed along with magnification with the fill port caps removed which revealed a particle matter (unknown) inside the fill port connectors of 3 samples. The reported condition was verified in 3 samples only; however, not verified in the remaining 31 samples. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.